Manufacturer narrative:
The event occurred in (B)(6). The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Phone number reported as (B)(6). Occupation is lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter compared to a laboratory result using a sta4 method. The meter's serial number was requested but not provided. The meter result was 4.9 inr. Within 4 hours the laboratory result was 3.36 inr. The patient's therapeutic range is 2.5 - 3.0 inr.